Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. The 85% stenosed target lesion was located in the severely tortuous and mildly calcified distal left circumflex artery (lcx). After pre-dilation was performed, a 4.00x32 synergy drug-eluting stent was advanced but failed to cross the lesion despite many attempts were made. The physician felt that the tip of the stent was a little broken. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at the distal edge slightly flared and struts at the proximal end slightly stretched towards the distal markerband. No stent fracture was observed during analysis. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The 85% stenosed target lesion was located in the severely tortuous and mildly calcified distal left circumflex artery (lcx). After pre-dilation was performed, a 4.00x32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite many attempts were made. The physician felt that the tip of the stent was a little broken. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.